Event description:
It was reported that, during a meniscus repair surgery, the fast-fix t1 was successfully deployed, after that, t2 could not hang on the meniscus, therefore, the doctor fastened the t2 inside the meniscus by knot pusher, then it fasten the thread off with a knot. The procedure was completed using a back-up device. It is unknown if there was a significant delay. No other complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The evaluation of the provided image shows the suture detached for the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part determined this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix t1 was successfully deployed, after that, t2 could not hang on the meniscus, therefore, the doctor fastened the t2 inside the meniscus by knot pusher, then it fasten the thread off with a knot, both of ts left into the patient. T1 has attached with the joint capsule, t2 has attached to the tear of the posterior horn of the lateral meniscus by pulling of the hair. The procedure was completed using a back-up device and no significant delay. No other complications were reported.

Manufacturer narrative:
H10.